Event description:
It was reported that 300 bd microtainer® contact-activated lancets experienced the protective cap coming off, exposing the lancet prior to use. The following information was provided by the initial reporter: lancets with the cap of the lancet looking like it's open, before use. When getting the lancets ready to be inserted into the kits, the team noticed that many lancets appeared to have loose tops (i.e. The needle cover was already away from the body of the lancet).

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as htl is an OEM manufacturing site. Medical device lot #: an invalid lot # of a3d61v3 was provided by the initial reporter. Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for loose blade cover with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose blade cover as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 300 bd microtainer® contact-activated lancets experienced the protective cap coming off, exposing the lancet prior to use. The following information was provided by the initial reporter: lancets with the cap of the lancet looking like it's open, before use. When getting the lancets ready to be inserted into the kits, the team noticed that many lancets appeared to have loose tops (i.e. The needle cover was already away from the body of the lancet).